Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. H6: suggested component code: mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is a comminuted, displaced and overriding periprosthetic fracture of the distal femur. As a result of the fracture, the femoral implant is loose. The tibial implant and proximal tibia are intact. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown - unknown articular surface - unknown unknown - unknown tibial component - unknown customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery on an unknown date. Subsequently, the patient was revised due to a distal femoral fracture above the knee implant. Trauma was noted to be a contributing factor. No products were revised. The fracture was fixed with a retrograde nail and a distal femoral plate. Attempts have been made and all available information has been provided.